Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on?---1st. What vessel or structure was the device fired on at the time of the event? ---cystic artery. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger? ---yes. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.

Event description:
It was reported that during a lap cholecystectomy, the clip was not closed. The doctor felt an unexpected resistance while firing. There was no torquing or twisting of the device present. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out; the orange indicator was not visible. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.